Event description:
The advocate stated one of their nurses accidentally stuck herself with a patient's used lancet while trying to remove it from the microlet 2 lancing device. The patient, who was positive for hepatitis c, had used the lancet a few hour prior to the accidental stick. The nurse has been tested and will continue to be tested for transmittable diseases. The facility no longer has the mirolet2. A new one was sent.

Manufacturer narrative:
The product information was not provided. Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared. Patient information was not provided.